Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the products acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. Two probe samples were returned for evaluation. The two returned samples were visually inspected and deemed conforming. Actuation testing was performed and both were deemed conforming. Aspiration testing was performed and both were deemed conforming. Cut testing was performed and both were deemed conforming. The complaint evaluation does not confirm either probe had a cutting issue. The performance testing for both probes met specification. The root cause of why the customer thought the probes did not cut cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probes were manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut. The condition of aspiration was unknown. The procedure was completed after replacing the probe. There was no patient harm. The product samples have been requested.